Manufacturer narrative:
Initially the adverse event was reported as unexpected/unanticipated. Additional information was received on 04-jun-2024 stating the adverse event was expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial, agilis sheath was included in the d10. Concomitant medical products and therapy dates section. Additional information was received on 02-nov-2023 inactivating the agilis sheath. Therefore, removed it from the d 10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:pc-(B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31009691l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter on (B)(6) 2023 (index procedure) under conscious sedation and suffered a sinus arrest which required surgical intervention (pacemaker implantation). On (B)(6) 2023, patient experienced sinus arrest categorized as moderate, and serious event as categorized by a life threatening illness or injury. Relationship to study device is not related and relationship to primary study procedure is possible relationship to the index procedure. The adverse event is unexpected/unanticipated. The outcome is recovered/resolved as of (B)(6) 2023. Intervention was surgical intervention (pacemaker implantation).